Manufacturer narrative:
The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The field service engineer cleaned and adjusted the sample probe and adjusted the wash. This event occurred in (B)(6). Phone was provided as (B)(6).

Event description:
The initial reporter received questionable results from the cobas 6000 c501 module. Sample 1 albumin (csf) in urine result was 350.7 mg/l. One hour later the repeat result was 70.4 mg/l. On (B)(6) 2020, sample 2 total protein in urine initial result was 28.3 g/l. 90 minutes later the repeat result was 18.3 g/l. On (B)(6) 2020, sample 3 total protein in cerebrospinal fluid initial result was 51.3 g/l. 13 minutes later the repeat result was 24.3 g/l. The questionable results were not reported outside of the lab. The reagent lot numbers ad expiration dates were requested but were not provided.